Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 202 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. While attempting to reload the cartridge, the customer received a minimum fill notification. Reportedly, the customer believed the cartridge had 150 units of insulin remaining. Reportedly, the customer loaded a new cartridge onto the pump.